Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, the customer was using fiasp insulin within the pump supplies. Supply changes were performed and the occlusion alarms continued. Customer's blood glucose level ranged between 288-305 mg/dl. Reportedly, the customer reverted to an alternate pump and manual injections for insulin therapy.